Manufacturer narrative:
Device evaluation by manufacturer: on 12-mar-2018, a field service engineer followed-up over-the-phone and instructed the customer to clear the waste cup (waste box) and power up the aia-2000 instrument. The aia-2000 instrument was running within specifications; no further action was required. A 13-month complaint history review and service history review for similar complaints was performed for serial number (B)(4) from (B)(4) 2017 through aware date (B)(4) 2018. There were no other similar complaints identified during the searched period. The aia-2000 operator's manual under a4. Appendix 4: error messages, states the following: the 4193 y-axis cup transfer z-axis home overrun cause: the home sensor activated improperly after movement of the y-axis cup transfer z-axis. If this occurs, the current measurement result will be flagged (mf flag) and new measurements will be suspended. Solution: contact tosoh service center or local representatives. The 6102 substrate background measurement aborted cause: substrate background measurement was suspended due to an event that prevented its continuation. Solution: check the abortion factor. Overview of system operation, states the following: the waste box content is not sensor-monitored, so always check the waste level prior to commencing system operation. The most probable cause of the reported event was due to waste box not being emptied by operator, which was causing the waste to stack up. Tosoh bioscience, inc. Is submitting on behalf of the foreign manufacturer, tosoh corporation, per exemption number e2017013.

Event description:
On (B)(6) 2018, a customer reported getting (4193) y-axis cup transfer z-axis home overrun error message repeatedly on the aia-2000 instrument. The customer had performed all set home, but the error persisted. The tosoh technical support specialist instructed the customer to perform version up on the aia-2000 instrument. The customer reported that the aia-2000 instrument generated error message 6102 substrate background measurement aborted while performing daily check. The customer attempted to perform several troubleshooting steps with assistance from the tss, but the error persisted. A field service engineer (fse) was dispatched to address the reported event, which resulted in delay in reporting of patient results for beta human chorionic gonadotropin (bhcg). There is no indication of any patient intervention or adverse health consequences due to the delay in reporting of patient results.